Event description:
A patient had a cardiac arrest minutes after beginning a dialysis treatment. The patient was successfully resuscitated and transferred to the ICU. The nephrologist reported the patient had a pulmonary embolism.

Manufacturer narrative:
The cartridge blood line was discarded and not available for analysis. The lot number of the product was not provided and therefore a review of the device history record and the complaint data base could not be performed.